Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver would not charge. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and no moisture damage was found. Found receiver main pcba defective u5 by resistance measurement. Receiver battery also drained out. The reported complaint was confirmed. The root cause was determined to be a defective u5.